Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient presented to the hospital for an unrelated reason. The patient reported feeling fatigue. Upon interrogation, the right ventricular lead exhibited no capture or sensing. Chest x-ray showed right ventricular lead dislodgement. The lead was extracted and replaced successfully. The patient did not experience any complications.